Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to perform several troubleshooting steps. After following these procedures and loading a new cartridge, the bolus was completed successfully, and the customer was advised to replace supplies as necessary and resume insulin therapy.